Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed a heat rash containing raised red bumps and no open wounds or blisters. The patient was given hydrocortisone cream by the nurses at the health facility where the patient was staying. The patient indicated that after using the hydrocortisone cream the condition of the irritation had improved.